Event description:
It was reported that for a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear, the sheath's hemostatic valve was leaking gas during sheath introduction. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.